Event description:
Display backlight failure (blank screen) (device issue). This initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called ikaria technical services (ts) regarding a device issue with inomax dsir# (B)(4). During pre-use checkout (prior to placing on a pt), the screen went blank. The device remained on and continued to alarm with no screen display. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigation results were received on 30 september 2014. Case comment on 15 oct 2014: the device was not in use at the time of device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR 3004531588-2013-00023).

Manufacturer narrative:
On (B)(6) 2014 a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was not in use on a pt (complaint (B)(4)). Device investigation was completed on 30 september 2014. Inomax dsir # (B)(4) was returned to the MFR for service investigation. The ikaria regional service center (rsc) reviewed the service log which revealed a delivery failure (df) alarm due to backlight current below minimum, which is consistent with the reported complaint. The rsc investigation did not experience the reported complaint of blank display, but replaced the inverter board due to service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was delivery failure - backlight failure. This condition will be tracked and trended under ikaria's qual system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00023).